Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant, the right ventricular (rv) lead had high unstable thresholds and intermittent capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.